Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reservoir contains an air bubble. The customer's blood glucose reading was 181 mg/dl at the time of incident. Troubleshooting found that the customer was unable to disconnect from the infusion set and was unable to continue to troubleshoot. The customer was advised to change out the infusion set and that a new reservoir would be shipped to them.